Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right ventricular (rv) lead had an alert for high out of range impedances greater than 2000 ohms. Review of the device report showed that there had been intermittent rises in impedances over the past five month. Technical services discussed to consider further evaluation and possibly a revision. The system remains in-service. No adverse patient effects were reported.